Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, after inserting the farawave catheter, the physician aspirated continuously air out of the sheath and air was also visible in the aspiration syringe. The device was replaced and procedure was completed. No patient complications were reported. It was further confirmed that air was observed after inserting the farawave catheter. No air seen inside the patient.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, after inserting the farawave catheter, the physician aspirated continuously air out of the sheath and air was also visible in the aspiration syringe. The device was replaced and procedure was completed. No patient complications were reported.